Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior/apical vaginal vault suspension procedure using an uphold vaginal support system, as the physician went to throw the first leg assembly through the sacrospinous ligament, the needle detached. Reportedly, the detached needle was found inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.